Event description:
Fluid would not flow through the tubing

Event description:
A sample was not returned for evaluation. Has been previously contacted regarding the return of samples they file customer complaints against, however, samples are rarely received.